Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's (B)(6) ipg (occipital system) replacement procedure, the physician inadvertently cut the patient's right lead. The patient is receiving stimulation only from the left lead. The physician did not revise the cut lead at this time. No intervention planned at this time.